Event description:
The customer reported that the system displayed an a/d channel error. This error will prevent the system from booting up. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The fuse and the charger were replaced during the service call. The system was tested and found to be working as intended and put back into service.